Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the location of the pump signal "seemed like it was not in the same spot as before." The agent redirected the patient to their healthcare provider (hcp) regarding the location issue of the pump. The agent provided the national answering service (nas) number. The patient mentioned that they already had an appointment this thursday and would appreciate it if the agent could inform the rep in advance. The agent sent a message to the field. The rep responded that they would reach out to the hcp after the appointment.